Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: the pump was returned w/the following audio settings: normal bolus/reminder "low", audio bolus "vibrate," alert/warning/alarm/error "medium," temp basal "off". Vibration at the power up alert observed. Vibration motor was initiated and vibrated continuously with no defects. No damage to vibration motor/contacts observed. Battery compartment crack at the threads to the left of the bumper, at the threads above the bumper and at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent vibration issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.